Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer sates the device alarmed that she was low in the 40mg/dl to 50mg/dl, and so the customer treated. The device alarmed a second time, so the customer treated once more, but the customer came to find out she was never really low, and was 280mg/dl. Troubleshoot was conducted, and the sensor blood glucose difference was found to not be within the acceptable range. The customer was advised to always confirm with finger stick before treating for low levels. The sensor is being replaced and returned for analysis.